Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/cord; reversed, exposed string at the tip...tampon had a dent and the string of the second tampon extended to the base of the tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon had an exposed string and the string was extended to the base of the tampon, therefore it could not be pulled down. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/cord; reversed, exposed string at the tip. Tampon had a dent and the string of the second tampon extended to the base of the tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon had an exposed string and the string was extended to the base of the tampon, therefore it could not be pulled down. No injury reported.